Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. Result: visual inspection of the returned product found the lens optic and the plate haptics torn. The product was returned dry and there was traces of clear surgical residue on the lens surface. (B)(4).

Event description:
The reporter stated an aa4203tl silicone single piece lens 22.5 se/3.5 diopter was damaged upon loading. The reporter indicated there was no patient contact with the lens, additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.